Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer explanted an intraocular lens (iol) due to insufficient near vision with anisometropia; refractive error. The suspect product was replaced with a different model lens and diopter,17.5d, with serial number (sn) (B)(4). No incision enlargement, vitrectomy, or sutures were done with the explant. Patient is doing well now and happy with vision. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 6, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed a clean complaint lens that was received cut in half, which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.